Manufacturer narrative:
The customer changed the tubes on the instrument. Service made adjustments to the sipper, s/r probe and cleaned the sample syringe. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation determined that the qc was acceptable and the sample the centrifuge time was too long and the speed was too fast. The investigation is ongoing.

Event description:
The initial reporter complained of a questionable elecsys troponin t hs assay results for 1 patient sample tested on a cobas e 411 immunoassay analyzer. The initial troponin t result was 0.018 ng/ml with a data flag and was reported outside of the laboratory. A new sample was collected and the troponin t result was 0.004 ng/ml. The initial sample was repeated and the repeat troponin t result was 0.009 ng/ml. The new sample was repeated and the troponin t result was 0.005 ng/ml. The troponin t reagent lot number was 38153903 with an expiration date of (B)(6) 2020.